Event description:
It was reported that the cusotmer's insulin pump would reject new batteries, was requiring frequent battery changes, had condensation inside the screen, and the buttons were sticking. Customer had also received unexplained no delivery alerts. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.